Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: r1700830) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain on electrical discharge in lower abdomen just before menstrual periods/pelvic pain") in a female patient who received essure (batch no. 82269509). The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 6 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals ("suspected allergy to metals, result for nickel pending."), pain in extremity ("intense pain in left leg with pins and needles"), paraesthesia ("intense pain in left leg with pins and needles"), arthralgia ("pain everywhere, left hip"), renal pain ("pain in kidneys"), myalgia ("muscle pain over entire body"), hyperhidrosis ("sweating"), malaise ("feeling of malaise"), psoriasis ("progressive psoriasis"), breast pain ("breast pain during ovulation") and toothache ("tooth pain"). The patient was treated with surgery (on (B)(6) 2017 laparoscopic salpingectomy with removal). Essure was withdrawn. At the time of the report, the pelvic pain, allergy to metals, pain in extremity, paraesthesia, arthralgia, renal pain, myalgia, hyperhidrosis, malaise, psoriasis, breast pain and toothache outcome was unknown. The reporter provided no causality assessment for pelvic pain, allergy to metals, pain in extremity, paraesthesia, arthralgia, renal pain, myalgia, hyperhidrosis, malaise, psoriasis, breast pain and toothache with essure. The reporter commented: the patient stated on (B)(6) 2017 "not all symptoms have disappeared but it is much better. Diagnostic results: x-ray of the pelvis and abdomino-pelvic ultrasound were performed. Blood sample for ggt was performed, and ggt was 303. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: 82269509 is not a valid lot number, this number belongs to patient ID card. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: lab tests were provided and the event "tooth pain" was added. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain on electrical discharge in lower abdomen just before menstrual periods/pelvic pain. A laparoscopic salpingectomy to remove essure was performed 50 days after placement. This event is anticipated in the reference safety information for essure. Lower abdominal and pelvic pain is highly prevalent in women, and may have gynaecological and non gynaecological causes. In this case consumer´s medical history and concurrent conditions were not provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available.

Manufacturer narrative:
The reporter commented: the patient stated on (B)(6) 2017 "not all symptoms have disappeared but it is much better. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: the (B)(6) is not a valid lot number, this number belongs to patient ID card. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of ptc received. On (B)(6) 2017: insertion and removal date; salpingectomy performed. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain on electrical discharge in lower abdomen just before menstrual periods. A laparoscopic salpingectomy to remove essure was performed 50 days after placement. This event is anticipated in the reference safety information for essure. Lower abdominal and pelvic pain is highly prevalent in women, and may have gynaecological and non gynaecological causes. In this case consumer´s medical history and concurrent conditions were not provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain on electrical discharge in lower abdomen just before menstrual periods") in a female patient who received essure (batch no. (B)(4)). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals ("suspected allergy to metals, result for nickel pending."), pain in extremity ("intense pain in left leg with pins and needles"), paraesthesia ("intense pain in left leg with pins and needles"), arthralgia ("pain everywhere, left hip"), renal pain ("pain in kidneys"), myalgia ("muscle pain over entire body"), hyperhidrosis ("sweating"), malaise ("feeling of malaise"), psoriasis ("progressive psoriasis") and breast pain ("breast pain during ovulation"). Steps were currently underway for removal via hysterectomy or salpingectomy. At the time of the report, the pelvic pain, allergy to metals, pain in extremity, paraesthesia, arthralgia, renal pain, myalgia, hyperhidrosis, malaise, psoriasis and breast pain outcome was unknown. The reporter provided no causality assessment for pelvic pain, allergy to metals, pain in extremity, paraesthesia, arthralgia, renal pain, myalgia, hyperhidrosis, malaise, psoriasis and breast pain with essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain on electrical discharge in lower abdomen just before menstrual periods. At the time of the report steps were underway for removal. This event is anticipated in the reference safety information for essure. Lower abdominal and pelvic pain is highly prevalent in women, and may have gynaecological and non gynaecological causes. In this case consumer´s medical history and concurrent conditions were not provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected